Event description:
Delay in reporting due to gathering derails to events and pt this occurred to. It has been reported to risk that the doctor had attempted to use a disposable laryngoscope on this pt and during the intubation the light on the blade went out. The light was tested before use and performed properly. It has been reported that this also happened to another neonate during intubation. This case the disposables were not saved. One blade was said to be a 00.